Event description:
Litigation papers allege pain, discomfort, loss of range of motion, and elevated metal ion levels.

Event description:
Update (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. Part and lot information provided. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013. Comment: there is a doi discrepancy between litigation and the der. Due to accuracy, the doi from the der will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.